Event description:
It was reported during the first post-op programming appointment the pt programmer would not communicate with the pt's ipg. An sjm representative tried multiple programmers unsuccessfully. Fluoroscopy images of the ipg site were taken and it was found the ipg was implanted too deep and tilted at a 45 degree angle. Surgical intervention to address the issue is planned at a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.